Event description:
It was reported to medtronic minimed that the customer experienced damage on the display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer also mentioned the bottom of half of pump shown damage. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in in place properly during testing. After the battery installation, the unit showed a functional lcd with permanent black lines. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During microscopic inspection, it was determined that the individual traces on lcd glass between the lcd controller and the lcd image area have been broken causing horizontal lines of information from displaying. Unit also received a scratched case. In conclusion, the unit was received with broken traces causing display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.